Manufacturer narrative:
The insulin pump was received with cracked lcd window, minor scratched lcd window, cracked case at display window corner, cracked battery tube threads, cracked belt clip slot at battery tube threads area and cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.(B)(4)

Event description:
The customer reported via phone call of cracks on the screen of the insulin pump. The customer's blood glucose reading was in the low 200's mg/dl. The customer stated that he noticed the crack 5 days ago. The customer stated that the crack is near the lcd screen. The customer stated that he has to move the pump in order to read the screen. The customer stated that if there's anything for the sensor, it is hard to read but not affecting the use of the pump between the battery and time. The customer was advised to discontinue use of the device and revert to a backup plan per health care provider's instructions. The customer will be sent a replacement pump.